Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, at the fourth firing a purple 60 reinforced reload was being used. The staples deployed without issue until the I beam had reached the distal end of the jaw. The surgeon then depressed the lower button to retract the I beam and open the jaws. The I beam made it a very small portion of the way back before the blue light began flashing rapidly. The I beam stopped moving and the stapler seized. The surgeon tried pressing the lower button again however nothing happened and the blue light was still flashing. The jaws of the reload were closed on the tissue. A screwdriver was used in an attempt to open the jaws, but to no avail. Another idrive handle was attached to the xl adapter. The jaws then opened and reload was able to removed from tissue. There was no injury to patient. There was no extension of operating time over 30 minutes. There was no tissue damage or tissue loss.

Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. If information is provided in the future, a supplemental report will be issued.